Event description:
During a knee resection procedure using a super turbovac 90 arthrowand, the physician noted a fragment from the wand tip detached inside of the pt. The physician was not able to find the device fragment. No pt complications were reported as a result of this event.

Manufacturer narrative:
Once the device has been returned for investigation, a f/u report will be provided with the results of the investigation.